Manufacturer narrative:
Patient code changed, concomitant products inadvertently omitted (transcription errors) plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The unspecified hd machine alerted for the blood leak. The clinic staff attempted to reset the alarm but they couldn¿t. The blood was immediately rinsed back. The blood leak was not visually observed initially. A blood test strip was used to test for the presence of blood, and it tested negative. The patient¿s treatment was restarted. The leak alarms reoccurred at which point the clinic staff tested the machine again. They observed the blood leaking through the dialyzer¿s fibers. Damage was identified on the dialyzer in the form of a crack. A repeat blood test trip check was performed and it resulted positive for blood. Treatment was immediately stopped at this point. There were no patient injuries nor adverse events reported as a result of this event. The patient was re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded. Multiple attempts were made to acquire additional information, however, a response was not received.